Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for gel smearing with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by drawing the tubes and centrifugation, and the issue of gel smearing was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use it was discovered that the gel had smeared on the edge of tube with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: the gel has splashed up on the edge of the tube on all 200 tubes that the customer ordered. Our end customer believes that they may be heat damaged.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use it was discovered that the gel had smeared on the edge of tube with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: the gel has splashed up on the edge of the tube on all 200 tubes that the customer ordered. Our end customer believes that they may be heat damaged.